Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 46 of the patient's mouth. Primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.